Event description:
Patient states that the accuracy of the dream band/ oxi band enso sleep ppg is inaccurate. The patient had issues sleeping, visited a doctor, and was provided the dream band. She states the device does not record the proper data that can diagnose a sleep disorder. States she looked up the scientific literature for the device and it says the band can not be used to diagnose a sleep disorder. Patient does not believe physicians should provide this device to people who are looking for solutions to assisting with sleep disorders as she is still facing sleep apnea and insomnia after incorrect data provided by the band.